Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to  the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was experiencing high blood glucose of 556 mg/dl and was having issues calibrating the sensor with the insulin pump. Customer treated high blood glucose with manual injections. Customer current blood glucose is 498 mg/dl. No symptoms were reported for the high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test on the second attempt. Customer was then advised the insulin pump will not calibrate with the high blood glucose and was advised to wait. The product is not returned for analysis.